Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The reported event with the accessory could not be replicated nor confirmed. The accessory was installed at the in-house system and pass recognition and engagement without any issues. All four-instrument sterile adapter was successfully installed. The cannula sterile adapter was also installed without issue. The sp system's drapes was also successfully deployed. The drape spin test was also performed and passed. The inner and outer labyrinth stayed intact and there was no abnormal noise or friction observed when rotating the instrument drive 180 degrees in both directions. The accessory was fully functional. Visual inspection was performed and there was no damage found. No product issue was identified.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted malignant nipple sparing mastectomy with implant reconstruction surgical procedure on (B)(6) 2026, the surgeon received a drape for the surgery, but the third arm disc continued to not be seated. The surgeon waited for the disc to be seated by aligning it with both hands, but the disc part did not seat again. This process was repeated more than five times. As it still did not seat, a new drape was installed. The procedure was completed with no reported injury. Intuitive followed up and obtained additional information. The drape instrument sterile adapter for the arm was not able to be seated. The instrument was inspected prior to use. There was no damage out of the ordinary. There was no patient injury.